Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2025. The leakage occurred at the quick release. The infusion set was in use for one hour. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.